Manufacturer narrative:
Added conclusion codes. It was noted that the conclusion codes were inadvertently omitted from the initial medwatch report.

Manufacturer narrative:
(B)(4). Approximate age of device - 67 days. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The device was not returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced two days of headache starting on (B)(6) 2015. The patient self-medicated with over the counter medications. On (B)(6) 2015 the patient began vomiting and presented to the emergency department. The patient arrived neurologically intact but began to develop an altered mental status. The patient's neurological functioning continued to worsen and an intra-ventricular bleed was confirmed by computerized tomography scan. Care was withdrawn and the patient expired on (B)(6) 2015. The vad coordinator reported that the pump had been functioning normally prior to the event and that the patient's inr had been therapeutic on anticoagulation.